Event description:
This device displayed an error message regarding elevated power consumption. The device was interrogated twice and each time the voltage decreased. A device explant was recommended. (B)(6) 2014 - additional information was reported, informing biotronik that on (B)(6) 2014 the rv pace/sense was capped due to low sensing and the lv was capped and replaced because it had pulled back and had high thresholds. The error message came up on (B)(6) 2014, and at that time they reset the device and the physician decided to follow the patient via home monitoring to determine if they will explant or not.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analysed. The documented current consumption of the device revealed that the device automatically detected an unexpectedly elevated current consumption on (B)(6) 2014. At the next follow up the physician was notified by the display of an error message, thereby confirming the clinical observation. However, based on the available data a determination towards the root cause of this temporarily elevated current consumption was not possible. Furthermore, the available home monitoring and device data document that the current consumption was normal and as expected after (B)(6) 2014. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data confirmed a temporarily elevated current consumption of the device on (B)(6) 2014.